Event description:
It was reported that the patient presented to the emergency room with chest pain. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.